Manufacturer narrative:
(B)(4). The peritonitis was reported to have occurred around (B)(6) 2014. (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. Treatment was not reported. It was not reported if the patient was hospitalized. Outcome of peritonitis was not reported. Action taken with dianeal therapy was not reported. Additional information was requested, but is not available at this time. This is report 2 of 3.